Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed unexplained pump reboots. During testing, the battery compartment was observed to be cracked. There was no visible damage found to the battery cap. The battery cap contact measured within specifications, and the battery cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage found to the internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the yellow o-ring at the battery cap was visible at the time of power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.